Event description:
It was reported that insulin gauge in mobile app displayed amount different than expected, showing a high fill estimate even though cartridge contained very little insulin. There was no reported impact to the customer¿s blood glucose level. Customer, with assistance from technical support, reloaded same cartridge, confirmed difference between displayed and actual insulin amount was not significant, and issue was resolved with no further action needed.